Event description:
Analysis of the handheld device and software flashcard was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the vns physician was having issues with his handheld device. The physician was unable to provide any further information regarding these handheld issues. A replacement was provided and used with the existing programming was without issue. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.